Event description:
It was reported that during a laparoscopic anterior resection procedure, the device failed to fire on first attempt (jammed). During anastomosis of the rectum and bowel, the surgeon could not release the firing trigger. The device seemed to be jammed. Hence the tried to exert additional force for second attempt, this time the firing went through but he realized the crunch sound was a bit different which he suspect it was not properly cut through. Surgeon held on to the firing trigger for about fifteen seconds more then removed and checked. It was not properly cut and joined. He proceeded to manually suture. He converted to open. The patient was stable. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.